Manufacturer narrative:
In initial report date of event was not provided inadvertently. Date of event is (B)(6) 2015. Account reported patient is experiencing dry eye/superficial puntate keratitis (spk) with some sub flap epithelial cells and decreased on visual acuity on right eye on the last visit of (B)(6) 2015. Bcva from (B)(6) 2015 right eye post-op 20/20 1.25 x -1 .00 x 65, left eye post-op 20/20 .00 x .00 x 90. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in right eye after enhancement done on (B)(6) 2015. Original surgery done back in 2014. It was stated that the patient had loss best corrected visual acuity (bcva). The patient complained of blurry vision. Patient had flap lift for epi cell removal on (B)(6) 2015. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2014: right eye pre-op 20/20 -4.50 x -1.50 x 15, left eye pre-op 20/20 -4.25 x -.25 x 103. Bcva from (B)(6) 2015: right eye 20/30 .50 x -1.75 x 125, left eye 20/20 00 x .00 x 90.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.